Manufacturer narrative:
In the initial MDR conclusion code was inadvertently not populated with code 67. Device available for evaluation? Yes, returned to manufacturer on: 07/08/2019. Device returned to manufacturer: yes. Device evaluation: the sample was evaluated, and the lens was observed with residues that looks like body fluids on the lens related to the handling of the unit in a surgical procedure. Loose fibers/particles were observed on lens related to the handling of the unit out of a sterile environment. One haptic was also observed distorted. Based on the evidence observed, it is not possible to confirm if the particles observed is related to manufacturing, as the reported lens was handling and prepared for surgical procedure. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no other complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are (B)(4) and CAPA-010215.

Manufacturer narrative:
If implanted, give date: not applicable, as the lens was not implanted. If explanted, give date: not applicable, as the lens was not implanted; therefore, it was not explanted. Email address: unknown, information not provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was some type of debris/particle on a intraocular lens (iol) prior to loading. There was no patient contact reported. No additional information provided.